Event description:
It was reported that the during follow up, an alert for non sustained rv oversensing was observed. Programming changes were recommended and will be made at patients next follow-up. The patient will be monitored until then. No adverse consequences to the patient.